Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump's display was frozen, the keypad was unresponsive, and there was a constant tone. Blood glucose level at the time of the incident was 287 mg/dl. The caller reported that the customer had ketones on the day of the call. The customer's father stated that the insulin pump also had an unexpected restart alarm. Review of the alarm history showed that an additional error alarm had occurred. During troubleshooting, the insulin pump passed the self test. The customer's father was advised to monitor the device. The insulin pump was not replaced or returned for analysis.